Event description:
It was reported a malfunction occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to reach out if the problem reoccurs.